Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose level was up to 450 mg/dl. The customer reloaded the cartridge to resolve the issue.